Event description:
It has been reported to philips that the machine was hanging. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the machine was getting hanged. The same issue occurred two weeks earlier, in that case philips field service engineer (fse) inspected the system onsite and found sib gencan error, collimator errors and ui module errors in the log analysis. Upon troubleshooting, fse found the dcps (direct current power supply) of m cabinet was faulty and replaced it, but the issue persisted. However, upon further analysis, fse replaced the sibbox unit in that work order. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.